Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received device in fair condition. Visual inspection found that the liquid-crystal display (lcd) display was blank and missing pixels. The root cause of the reported issue was found to be missing pixels. Actions were taken to mitigate the reported issue: replace circuit board. UDI information is unknown.

Event description:
It was reported that the device led display and alarm not working out of box. No patient injury was reported.